Event description:
It was reported that a patient using the ilet bionic pancreas contacted support for assistance with adjusting meal dosing after experiencing recurrent low glucose, noting the device delivered approximately 13 units for a usual lunch and the patient subsequently began announcing meals as smaller than usual to avoid lows; this was addressed through troubleshooting and education with scheduling for additional training, and the issue was characterized as a usage problem related to meal announcements rather than a device malfunction, with relevance to the user interface. Symptoms included hypoglycemia with shaking, malaise and tremors. Outcomes included the need for unexpected medical intervention with medication and characterization as a serious injury or illness. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.